Event description:
A high drain error 101 alarm occurring during night drain one was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 12:05:35. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event found during the investigation of (B)(4), and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2011-17465 for the investigation. If any additional information is received, a followup will be sent

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.